Event description:
It was reported that a pt underwent a sling procedure in (B)(6) 2012. Following the procedure, the pt experienced a vaginal mesh erosion. An exam revealed a 1 x 1 centimeter exposed portion of the sling in the anterior vaginal wall. The pt underwent a vaginal mesh resection with vaginal repair and an explantation of the mesh in (B)(6) 2012. Add'l info has been requested.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.